Event description:
The physician was using a provia wire in the treatment of the tb trunk, subintimal track from distal popliteal to tp trunk. The lesion exhibited little tortuousity, little calcification and was totally occluded. The provia wire was inspected prior to use with no abnormalities noted. The tip was formed by the healthcare professional. Resistance was encountered advancing the wire and while retracting the wire. When the wire was retracted to redirect the tip, the tip broke and remained in the sub intimal tract. The fragment could not be retrieved. A subsequent provia wire was used with no issues, however this wire could not cross the lesion and the treatment of this target site was aborted and the rest of the case was proceeded with.

Event description:
Device evaluation: one pro via wire was received by medtronic for evaluation. The distal end of the wire is broken off and missing the tip. The core wire is stretched. The broken end of the core wire shows a slight bend. Cine image review: images received show the cto. Images show the physician crossing the lesion with the wire being advanced into the intima.

Manufacturer narrative:
(B)(4). Evaluation codes: results: other- (inconclusive, investigation in progress). Conclusion: inconclusive- (investigation in progress).

Manufacturer narrative:
Results: pushing/ rotating device when resistance encountered during procedure on advancement and retraction. Treating cto. Conclusion: pushing/ rotating device when resistance encountered during procedure. During use to treating a cto, resistance was encountered during advancement and retraction. Cto.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.